Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the coil stretched after it was inserted into the microcatheter. It was also noted that there was damage/premature detachment. As a result the device was removed. The device was prepared per the IFU. There was no damage to the pusher, nor was there resistance at the time of delivery. The coil was not repositioned and no attempt was made to detach the coil. There were no related patient symptoms.

Manufacturer narrative:
D10. Device available, return date - additional information g4. Date manufacturer received - additional information g7. Type of report - additional information h2. Follow-up type - additional information h3. Device evaluation, device returned - additional information h6. Evaluation codes - additional information, device evaluation h10. Additional manufacturer narrative - additional information, device evaluation analysis of the coil found the pusher did not have any damages and the actuator interface, positive load indicator, coupler tube, and break indicator were found to be intact. There is no evidence of any detachment attempts by mechanical or manual methods. The coin was present and against the lumen stop. No damages were found with the introducer sheath. The shield coil was present and intact. The detach element was still attached to the pusher. The axium prime implant coil was found to be stretched within the introducer sheath with the polypropylene filament broken, however, the coil shell weld was still intact. No other anomalies were observed. Based on the analysis performed, the axium prime coil was not confirmed to have ¿premature detachment¿. The detach element was still attached to the pusher with the implant still attached to the detach element. Since the microcatheter was not returned, any contribution of the catheter to the issue could not be determined. The investigation determined that there was insufficient information to determine the cause of the event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.